Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower unit was frozen and stuck on the carefusion blue page. The customer attempted to reboot the station multiple times; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on carefusion page. A technical support specialist (tss) repaired the remote support service agent and rebooted the station, after which the medication application launched automatically. The system functioned as intended after the technical support specialist troubleshot the device.